Event description:
Additional information was received and it was reported that the physician wanted to attempt another dye test at the hospital, so he could replace the catheter if he needed to at the same time. This had not been scheduled yet.

Event description:
In (B)(6) 2012, the patient was reporting a lack of therapeutic effect and felt that ¿it¿ was not working. The patient was given a therapeutic bolus (B)(6) 2012 (20% of the daily dose approximately 0.2 mg). The pump was refilled the week prior and there were no volume discrepancies. No pump alarms had been reported. Troubleshooting was planned to rule out an inflammatory mass. A thoracic MRI was done and everything ¿looked good¿; the catheter appeared intrathecal and was at the appropriate level. A catheter dye study was done (B)(6) 2012 and went well; everything was working. The pump was delivering hydromorphone. In (B)(6) 2013 it was reported that for the trial and the first 2 months post implant, the patient had pain relief, but since then she has had no pain relief so the patient and her family don¿t think the device is working. They have been to the clinic and were told that the device is working. Intrathecal marcaine was tried along with dose adjustments, but it did not help with the patient¿s pain. The pump was currently delivering dilaudid.

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, lot# h819001007, implanted: (B)(6) 2012, product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received and it was reported that the patient was pain free for the first 2.5 months after implant; her pain came back after that. The pump was checked and everything appeared fine. They did a dye study recently and could not aspirate. They were suspecting some type of catheter issue. The patient was looking for a new physician that was more familiar with pumps.

Event description:
It was further reported that in (B)(6) testing was done on the pump and catheter, a dye study, and the physician did not find "anything." The patient was referred to another clinic where the system was again checked in (B)(4). It was not clear what tests were all performed but the patient was told that everything looked "fine". The patient was wondering about the connection between the pump and the catheter and what testing could be done. The patient was now seeing a different physician. Under the new physician the pump was getting refilled about every 8 weeks verses every three months with her previous physician. In addition, the increase and decreased of dilaudid over the past year had not provided pain relief. Reportedly the physician did not know what else to do and the reporter stated they were ready to discontinue the pump altogether. The patient rated her pain an "8" most days. There was inquiry as to other available providers.

Manufacturer narrative:
(B)(4).

Event description:
It was later reported that, following the inability to aspirate during a dye study, the hcp was going to fill the pump with saline, let it run for several days until the contents were flushed out of the pump and catheter tubing, and retry the dye study where they could inject without injecting dilaudid. It was noted that the reporter had not heard from this hcp since this idea was discussed.

Event description:
Additional information was received and it was reported that the patient was scheduled for a side port study in early april to determine the patency of the catheter.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient has had pain for 9 years. It was noted that a catheter revision was done because there was a kink in the old catheter. Initially the patient had no pain for 2 months and then it came back. It was noted that the physician had done a dye study and replaced the catheter because they determined a kink in it. It was stated that "everything is fine now."